Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# 828-083, 510k# k880215 and (B)(4) is approved for sale in us. (Revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Levels: th8-il it was reported that patient with kyphoscoliosis underwent pedicle subtraction osteotomy. Post-op,rod was broken. On (B)(6) 2017 rod replacement (revision surgery) was performed with 4 rods due to rod breakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.